Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history review (DHR) was performed after the manufacture of the device and prior to its release. No problems or issues were identified during this DHR review. No root cause could be determined as the complaint could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI information is unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the display was not working. No patient injury was reported.